Event description:
Customer reported an issue with the gas module ii, which may have affected gas monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and replaced the gas bench. Unit was tested to factory's specifications.